Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip had foreign matter. This was discovered before use. The following information was provided by the initial reporter: during the inspection of 60 ml syringe the customer found 1 syringe with a wandering large brown particle.